Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. Additionally, analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri (elective replacement indicator) due to high battery impedance was recorded on (B)(6) 2015, prior to explant. The ramware version 3 was installed on (B)(6) 2011. High battery impedance leading to eri. (B)(4).

Event description:
It was reported that the device had unexpected longevity as the battery had already reached recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.